Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed a ventricular fibrillation episode with aborted shock therapy due to noise on the right ventricular lead that was oversensed by the device. The lead was capped and replaced on (B)(6) 2020. There were no patient consequences.